Manufacturer narrative:
This report is submitted on january 05, 2024.

Event description:
Per the clinic, the patient experienced a skin necrosis, exposing the receiver/stimulator. The patient was placed under general anesthesia on (B)(6) 2023, to rotate the receiver/stimulator to new position/pocket. The implanted device remains.